Event description:
The customer reported that a pt developed toxic anterior segment syndrome (tass) following intraocular lens implantation. Pt has multiple allergies and no intracameral cephazolin was received during surgery.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. There are no other complaints reported for this custom pak lot number. Review of the device history record indicates the order was built to specification. Review of the sterilization batch records found no deviations; all parameters were met and the batch was released per specification. The root cause of the customer's complaint is not known; a sample was not returned for investigation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).